Event description:
It was reported that the pulse generator could not be interrogated, and the patient was in bradycardia. Magnet application revealed a magnet rate of 82 pulses per minute. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator in backup operation due to multiple bits of product code being flipped. The battery voltage reached elective replacement indicator level prematurely. With a new battery attached, normal device function ensued.